Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital due to possible peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal antibiotics (dose, duration, frequency, drug, not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus epidermidis. The patient was discharged on (B)(6) 2023 in stable condition and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event, after which patient education was provided. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s). The patient continues to undergo ccpd therapy utilizing the same liberty select cycler. The pdrn declined providing any additional information (e.g., patient demographics, laboratory results).